Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed no evidence of a shortened battery life. There were several cs 177 warnings observed due to normal discharged replace battery wear. The replacement battery after each pump reboot was never fully charged. The ez-prime steps were performed correctly. All currents readings were within specification. The short battery life was unable to be duplicated. The pumps cover was removed and there was no intermittent condition found to the power circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.